Manufacturer narrative:
The event took place outside of the united states (B)(6) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dislocation approximately 2 years after the primary surgery. The primar surgery used the easytech anatomical system. During the revision surgery, the surgeon explanted the 43 x 16 centered head and the +0mm double taper. It was replaced by a reversed configuration. The surgeon implanted a ø24 baseplate, a ø36 centered glenosphere, a ø36/+3 135/145 humeral cup and associated screws.